Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of having high blood glucose of 500mg/dl due to the infusion set falling out. Troubleshooting found that the sensor would pop off and has issues with tape adhesion. It was also found that there were leaks underneath the infusion set. Customer indicated that this wa a past event and that they would return the set for analysis. No further details given.